Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.014 viper, stent: 5.0 x 22 mm icast, graftmaster: 3.5 x 16 mm, a 2.80 x 16 mm. (B)(4). The device was not returned for analysis. The reported patient effects of ischemia and thrombosis are listed in the graftmaster rapid exchange (rx) coronary stent graft system domestic instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. It was reported that the graftmaster device was used to treat an anterior tibial artery. It should be noted that the graftmaster IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that growth of the perforation during deployment contributed to the reported failure to seal; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5 x 16 mm and 2.80 x 16 mm graftmaster stent systems referenced in describe event or problem and concomitant medical products are being filed under separate medwatch MFR numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified and eccentric lesion in the anterior tibial artery (ata). Post-atherectomy, a vessel rupture was observed. To cover the rupture, three graftmaster stents (3.5 x 16 mm (x2) and a 2.80 x 16 mm) were implanted in the ata and a 5.0 x 22 mm non-abbott stent graft was implanted bridging the ata to the below the knee popliteal artery. A follow-up angiogram showed a sluggish flow throughout the anterior tibial artery. It was unclear if the slow flow was due to a showering of atherectomy particles or thrombus; therefore, thrombolysis was administered. Follow-up angiogram confirmed no residual thrombus and the procedure was completed. The patient tolerated the procedure well with no immediate complications. No additional information was provided.